Event description:
It was reported that the patient experienced a cerebral spinal fluid leak. The hcp explanted the catheter. The pump remained implanted as the hcp wanted to "salvage the pump". The drugs in the pump were bupivacaine and morphine. No dose or concentration were reported. No symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: catheter.